Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer stated that he had a low reading of 42 mg/dl and the pump would not connect. The customer stated that he had trouble with the sensor and had to change it. The customer stated that there was a sensor end alarm and the pump was not tracking the low readings. The mother stated that she does not have the pump with her to troubleshoot.